Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00201 and (B)(4).

Event description:
It was reported the intra-aortic balloon (iab) was inserted into the patient's left axilla. It was noted that the iab had ruptured. As a result, the iab was replaced. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00201 and (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "iab balloon rupture, blood in helium pathway" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Event description:
It was reported the intra-aortic balloon (iab) was inserted into the patient's left axilla. It was noted that the iab had ruptured. As a result, the iab was replaced. There was no report of patient death, serious injury or complications.